Event description:
Additional information received reported there was a catheter infection and a yeast infection in the pump area. The patient resolved without sequela on (B)(6)-2012. The infection started right after a pump replacement in (B)(6)-2012. It was reported the battery ¿went bad.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter were removed due to infection. The pump system was explanted on (B)(6) 2012. The medication in the pump was dilaudid. No other information was provided regarding the infection event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2012, product type catheter; product ID 8703, lot# j90070744 explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial# (B)(4), explanted: (B)(6) 2012, product type catheter. (B)(4). Final analysis of the pump found no pump anomaly. Final analysis of the catheter devices returned found acceptable testing, however the catheter devices were returned incomplete in segments.